Manufacturer narrative:
The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/4/2023, it was reported by a sales representative via email that an ar-1588btb-2j tightrope ii btb mechanism did not shuttle through the button; instead, it bunched up. The case was completed using an ar-1588btb-ib tightrope ii btb with internalbrace. This was discovered during an aclr procedure. Additional information received on 12/19/2023: this was discovered outside of the patient; nothing broke inside the patient. The case was delayed between five to ten minutes, with no additional anesthesia needed. The patient suffered no negative effects on or after the procedure.